Event description:
The physician was using a mo ma cerebral protection device to treat a non-tortuous lesion in the cervical artery. The mo ma device was being used as a guide catheter during the attempted implantation of a stent. Negative prep was performed on the mo ma device with no abnormalities noted. The inflation to the balloon was controlled and visualized angiographically. A stopcock was put in the closed position immediately following inflation. It has been confirmed that the mo ma leaked in vivo. The patient experienced a cerebral infarction. Device evaluation: the device was received with the haemostatic valve connected. The inflation lumens were fully occluded with contrast/saline solution. The device was separated to aid investigation. Both balloons were inflated, the stopcock closed and balloons held pressure. The stopcock was opened and balloons inflated connecting a syringe to the check valve. A leakage was detected in the proximal balloon check valves. No analysis could be made on the shaft as it was fully occluded by radiopaque solution.

Manufacturer narrative:
Results: use of stopcock with device not as per IFU. Use of stopcock with device damaged silicon valve. Conclusion: stopcock damaged the silicon valve of device. Use of stopcock with device. (B)(4).